Event description:
A report was received that the patient was not able to charge the ipg for a few months and it was noted that the ipg was in hibernation. It was determined that the ipg appeared tilted. The patient will undergo an ipg revision and possible replacement. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the ipg was turned sideways and too deep. The ipg was believed to be malpositioned. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was not able to charge the ipg for a few months and it was noted that the ipg was in hibernation. It was determined that the ipg appeared tilted. The patient will undergo an ipg revision and possible replacement. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced per physician's preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was not able to charge the ipg for a few months and it was noted that the ipg was in hibernation. It was determined that the ipg appeared tilted. The patient will undergo an ipg revision and possible replacement. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient will not have a revision procedure. The scs was functioning to patient's satisfaction.

Event description:
A report was received that the patient was not able to charge the ipg for a few months and it was noted that the ipg was in hibernation. It was determined that the ipg appeared tilted. The patient will undergo an ipg revision and possible replacement. No device malfunction was suspected.